Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to obtain the following information, however not received to date. What is meant by lack of pivot? Was there a problem with the input port of the bulb reservoir? Was an adapter used to connect the drain to the bulb reservoir successfully? What was changed to complete the case? The following additional information was received: is the device being returned for evaluation? If yes, please provide return status the hospital indicated: the product was discarded, so there will be no follow-up to the complaint, thank you! To date the device has not been returned and all of the additional information requested has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an exploratory laparotomy. On an unknown date and a reservoir was used. Post op the nurse in charge commented it was not performing suction function. It was replaced. Additional information has been requested.